Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing significantly lower insulin than caller believed was in cartridge. There was no reported impact to the customer¿s blood glucose level. Customer confirmed proper filling steps and customer loaded new cartridge with support, after which displayed insulin closely matched expected amount; technical support arranged return of original cartridge and issue was resolved.